Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced electric shocks going down the left leg. When the pt sat, her leg vibrated. This also occurred when the neurostimulator was turned off. The pt had difficulty sitting due to the vibration and positional changes were necessary to relieve the stimulation sensation. The pt also has parkinson's disease, and has tremors on the right side, but not generally on the left. The symptoms started following a visit to the chiropractic neurologist on (B)(6) 2010 in which orthostim was used. The pt also saw a professional stretcher that morning to help with her parkinson symptoms. A company representative met with the pt after the chiropractic visit, and the neurostimulator was checked. The pt tried three different programs and was on program 3. Of note, the pt did have therapeutic effect. The pt was re-directed to her healthcare professional additional info was requested.